Event description:
Additional information was received on 12/31/2024: this was discovered during a reverse total shoulder procedure on (B)(6) 2024. There was no case delay and no adverse effects on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/10/2024, it was reported by a sales representative via (B)(4) that an ar-9511-2 univers revers impactor / extractor adapter broke off and no longer works as intended, and the ar-9512 arthrex univers revers¿ stem/cup extraction adapter handle sheared off while threaded into the ar-9511-2 univers revers impactor / extractor adapter. All pieces that broke from both devices were retrieved from the patient. The case was completed successfully using a different ar-9511-2 univers revers impactor / extractor adapter. No adverse event or patient harm was reported. This was discovered during a procedure. Additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged, ar-9512, arthrex univers revers¿, batch 37622224, was received for investigation. Visual inspection noted damage to the threaded tip. A piece of the device was broken. No fragments were received for investigation. Functional testing could not be performed due to the device being damaged. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. The manufacturing date is 2022.